Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login issue. A technical support specialist troubleshot the device and obtained dial-in permission, found no application or hardware errors, identified a possible driver issue, updated the biometric identifier (bio-ID) driver, repaired the medication application (med app), verified system health, and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, machine was keeps rejecting the users profile as unauthorized user. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, machine was keeps rejecting the users profile as unauthorized user. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.